Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the patient suffered from a degree I perineal laceration during surgery, and the doctor used sutures to suture the wound. During the suturing process, the sutures frequently broke, and the wound was not sutured in a timely manner, resulting in an increase of 10 ml in maternal oozing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture intra op)? Please provide more information it is unclear how many sutures got broken, due to " the sutures frequently broke", could you please clarify how many sutures got broken during this single procedure? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Events reported via: 2210968-2023-02804.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After contacting with the hospital, the hospital feedback that the event did not cause any other harm to the patient except for the increase of oozing volume by 10ml. The patient had no wound infection after the surgery. The hospital did not provide more details about the event and no subsequent adverse event reports were received.